Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A cougar guidewire was attempted to be used during a procedure to treat a non tortuous, non calcified lesion with chronic total occlusion in the proximal rca. No damage was noted to packaging. No issues removing the device from the packaging as per IFU. The device was not inspected. The device was not prepped as per IFU. The wire tip was not formed by the physician. The cougar was being used with a 1.5x10mm euphora balloon catheter. The guidewire was introduced into the artery. Later the balloon was introduced into the artery. There was no problem during insertion. The balloon was inflated once to nominal pressure. An image provided indicates that the euphora balloon caught on the guide wire and became severely deformed. It was reported that the damage to the euphora was due to the cougar wire. When it was time to remove the material from the patient's body, the balloon became entrapped on the wire and could n ot be removed, and the euphora became damaged. No patient injury reported.

Manufacturer narrative:
Image analysis: the image shows severe twisting of the balloon catheter while the guide wire was still engaged to the catheter. The returned wire exhibited the same damage shown in the photo. Product analysis: received for analysis were a balloon catheter and a (B)(4) cougar guide wire. Both devices were engaged, the guide wire is engaged to the balloon catheter wire lumen. Severe damage to the wire and balloon catheter were noted. Bunched up coils were noted and likely due to over turning or applying torque to the guide wire during use. Distal tip ball was undamaged as received. Physical measurement .0136¿ indicated that wire outer diameter was not a contributor to the likely resistance or subsequent damage to both devices. If information is provided in the future, a supplemental report will be issued.